Event description:
New information received notes the lead was capped.

Event description:
Externalized conductors were noted via x-ray. Electrical parameters were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces for analysis. Internal insulation abrasions were noted between 10.0cm and 13.3cm from the distal tip. The etfe coating was intact at these locations.